Event description:
A male pt underwent a therapeutic placement of an esophageal stent for treatment. The ultraflex esophageal stent was not deployed as the deployment auture got 'olog' on to the catheter resulting in the inability to deploy. Another of the same devices was utilized at a later time to complete the procedure.